Manufacturer narrative:
(B)(4). Approximate age of device ¿ 66 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's system controller log file reviewed by the manufacturer¿s technical services representative revealed intermittent high flow estimation values. It was reported that the patient also had severe right ventricle dysfunction observed on echocardiogram. The patient was treated with milrinone. On 05/23/2017, the vad coordinator reported that the pump speed was increased to 9200 rpm and lvad parameters returned to baseline. The patient's plasma free hemoglobin level was elevated, and the patient was subsequently admitted for IV anticoagulation. On (B)(6) 2017, the vad coordinator reported that the patient was started on bivalirudin, and that a ramp echocardiogram did not suggest thrombus. The patient's lactate dehydrogenase level (ldh) was stable in the 400 u/l range, and the haptoglobin level was normal. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Although the report of intermittent high flow estimation values was confirmed through the evaluation of submitted system controller log file, a cause could not be conclusively determined. Additionally, a correlation between the device and the reported right ventricular dysfunction could not be conclusively determined. The instructions for use lists right heart failure as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The information was reported under the correct patient under medwatch MFR report number 2916596-2017-01249.

Event description:
Corrected information: during follow up questions with the vad coordinator, she indicated that she confused two patients'' information. Previously reported information that does not belong to this patient: "on (B)(6) 2017, the vad coordinator reported that the pump speed was increased to 9200 rpm and lvad parameters returned to baseline. The patient's plasma free hemoglobin level was elevated, and the patient was subsequently admitted for IV anticoagulation. On (B)(6) 2017, the vad coordinator reported that the patient was started on bivalirudin, and that a ramp echocardiogram did not suggest thrombus. The patient's lactate dehydrogenase level (ldh) was stable in the 400 u/l range, and the haptoglobin level was normal." The vad coordinator reported on (B)(6) 2017, that this patient was never admitted to the hospital. No further abnormal pump parameters were seen, the patient had normal plasma free hemoglobin levels, and normal ldh level. No repeat echocardiogram or chest x-ray were performed. No additional information was provided.